Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 398 mg/dl and, during a supply change, found the cartridge¿s red plunger missing, later confirmed to be lodged inside the pump, with subsequent inability to move the piston and alerts during attempts to proceed; this involved the reservoir component and a leak/splash concern was noted. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to a seal and that the problem traced to the reservoir component, consistent with a leak/splash device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.